Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: attune knee articulating surface. Product code: 254500526. Lot/batch/exp: ? Was the product being used in a clinical trial? No. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? The hospital are checking their instrument review policies and checking after surgery. However the current checking at ssdu picked up the missing item. A knee replace using attune tkr was performed on the (B)(6) 2018. All instruments were checked at the time of surgery and after surgery, no issues raised at that point. The instruments are then sent to offsite sterile services (k61). On inspection, one of the locking ring springs found on the back of the articulating surface was not present after washing and decon at k61 sterile services. This was highlighted to the theatre department and the surgeon, mr (B)(6). The patient was x rayed again to check for the locking ring. Nothing was located on the check x rays, it was the agreed it was not in the patient. The patients operation was not affected. No x rays are available. I will endeavour to get the batch number of this item.